Manufacturer narrative:
The device is returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was to treat a lesion located in the superior mesenteric artery that was heavily calcified. The armada balloon catheter was advanced to the lesion without issue; however, during inflation, the balloon ruptured. Strong resistance from the anatomy and the guide wire was noted during removal, so the balloon catheter and guide wire were removed as a single unit. Upon removal, it was noted that the distal portion of the balloon catheter, separated. No intervention was performed to remove the separated portion as it remained stable in the vessel; however, there was a slight flow reduction. The patient remained stable. No additional information was provided.

Manufacturer narrative:
Visual analysis, scanning electron microscopy (sem) analysis, and review of the angiographic images was performed. The reported balloon rupture and separation were confirmed. The difficulty removing was unable to be tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The reported patient effects of ischemia and detachment and / or implantation of a component of the system are listed in the armada 18 instruction for use as known potential adverse events that may occur as a result of pta. An abbott vascular medical affairs expert reviewed the details of the case and the angiographic images that were provided from the account. The provided photos from the procedure are consistent with the physician¿s description of an armada balloon catheter crossing a focal lesion. Separation of the armada balloon can be seen in the photos as the distal marker remains located near the area of the lesion while the proximal marker has been retracted into the sheath. From the provided photos, all of which are of procedural cine/x-ray, it cannot be determined how much of the armada balloon remains in the patient. Scanning electron microscopy (sem) was performed to further evaluate the balloon rupture. The results noted that the balloon rupture exhibited tearing with no evidence of severe mechanical damage causing failure initiation. The edge of the rupture exhibited partial tearing along the rupture edge however no failure origin area could not be identified. The inner member exhibited stretched material and tearing. No evidence of mechanical damage related to the rupture was observed. The investigation was unable to determine a definitive cause for the reported difficulties. Based on the reported information, analysis of the returned unit and review of the provided images, it may be possible that the balloon rupture occurred as the result of interaction with the heavily calcified artery. Additionally, it may be possible that the separation occurred as the ruptured balloon material was retracted into the sheath resulting in strong resistance and ultimately separation of the distal portion of the balloon catheter as noted on the returned device and provided angiographic images. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received: the vessel was well treated and the patient did not experience any adverse sequela. No additional information was provided.